Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient initially underwent an aortic arch replacement for aortic dissection. Approximately (2) two months after post initial procedure patient underwent an evar procedure. The patient was implanted with an afx bifurcated stent graft. At an unknown date, an enlargement of the aortoiliac aneurysm was confirmed and a type 1b endoleak was suspected as the cause. Approximately (4) four years post evar procedure a re-intervention was performed. The physician elected to implant an afx limb in the left leg to resolve the endoleak.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak and sac growth are unconfirmed. This is not consistent with the reported adverse event/incident. The suspected marfan's syndrome and the pre-existing dissection could have contributed to the reported event, however this was not clear based on the information provided. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.